Event description:
During an unknown procedure, the device did not staple. The staple driver pushed staples up but it would not go any further. Could see the staples lines in the cartridge. Another device was used to complete the procedure. No patient consequence.